Event description:
A home patient (hp) reported to baxter a system error (se) 2240 that occured on the home choice (hc) during dwell 5/7. During troubleshooting is was found that the supply bag connector was loose and bag was empty. The technical service representative (tsr) had the hp cycle power to clear the alarm then end therapy and recommended the hp contact their nurse. There was patient involvement but no injury or medical intervention reported. The hp discarded the supplies.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed and the cause was identified as a loose supply bag connection based on the information provided by the user. This review finds the labeling adequate for the use error(s) in the complaint. A trend has been identified and the system error 2240 alarms are addressed in (B)(4).

Manufacturer narrative:
(B)(4). The 510k number is unknown as the product code is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.